Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer (fse) fully inspected the drawer but could not identify any faults and noted that multiple components previously replaced were still in good condition. The row board cable to the trays was reseated, and the battery backup found unconnected since setup was connected. The customer then proceeded to recover the pockets successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 displayed a duplicate address found error for all cubies. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication in another manner, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.